Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to a regional clinic following six inappropriate shocks throughout february. The patient was flown to a larger hospital so that device interrogation could be performed. Upon device data review, the shocks were the result of over-sensed noise from the right ventricular (rv) lead. Additionally, it was noted that the rv pacing impedance had become out of range (>3000 ohms) and the capture threshold measurement was also high. It was alleged that the rv lead conductor had fractured, but this was not confirmed via diagnostic imaging. The physician elected to surgically cap and abandon this rv lead and a new lead was subsequently implanted to resolve the event. The patient was stable. The rv lead remains implanted, but capped and out-of-service.